Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported clip opening while establishing final arm angle (unintended movement) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One xtw clip (00616u212) was successfully implanted. However, after the clip was deployed, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a second xtw clip (00219u128) was inserted. The leaflets were successfully grasped, but when establishing final arm angle (efaa), the clip opened to 90 degrees. It was noted that the clip did not jump open, but continuously opened until it reached 90 degrees. Troubleshooting was performed. The clip unlocked, then relocked, but the clip continued to open. This occurred two additional times; therefore, the physician decided to remove the clip. An additional clip was inserted and successfully deployed, stabilizing the slda and reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.